Event description:
The facility's physician reported a free flow incident. The pump was infusing pitocin to a pregnant female pt. Reportedly, "when the line was disconnected from the pump, the free flow occurred". The pt developed hypertonic contractions and the fetal heart rate dropped. According to the physician, medical intervention was required and the pt recovered. Though requested, no specific information was provided and the pt recovered. Though requested, no specific information was provided regarding medical intervention required, the pt's and fetal status prior and after the event, pitocin rate and concentration, amount of pitocin the pt had received, process of unloading the IV set, and set up of the pump. The facility's physician reported two other similar incidences have occurred at the facility involving different pts. The MDR reports # 6000001-2005-04596 #6000001-2005-04599 have been submitted reporting these incidences.